Manufacturer narrative:
G4 - PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that, during an intra-corporal lithotripsy by ureteroscopy, the single use dm (dormia) basket of a ngage nitinol stone extractor failed to deploy. A new device was used to complete the procedure, in which the time of the intervention was increased. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
Additional information: b5 corrected information: h6: health effect - clinical code (annex e) and health effect - impact code (annex f). Device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 23oct2024 after our initial MDR was sent: the device was tested prior to use, and the patient did not have tortuous, calcified or scarred anatomy. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The patient did not experience any adverse effects as a result on this issue.

Manufacturer narrative:
It was reported that, during an intra-corporal lithotripsy by ureteroscopy, the single use dm (dormia) basket of a ngage nitinol stone extractor failed to deploy. A new device was used to complete the procedure, in which the time of the intervention was increased. The device was tested prior to use, and the patient did not have tortuous, calcified or scarred anatomy. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The patient did not experience any adverse effects as a result on this issue. Reviews of the documentation, including the complaint history, device history record, quality control procedures, manufacturing instructions and instructions for use (IFU), as well as visual inspection and functional test of the returned product, were conducted during the investigation. One device was returned in a labeled open package. The handle would not deploy the basket and the trigger would not move freely. There was an attempt to disassemble handle, but the cannula was stuck inside the handle and could not be removed. The device was unable to be fully examined. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for the device found no nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling: the product IFU, t_shef_rev1; the IFU did not provide any information related to the reported issue. Evidence gathered upon review of complaint file, DHR, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Based on the information provided, examination of the returned product, and the results of our investigation, a definitive cause for the failure could not be established. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.